Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Patient reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface, wear abrasion and total delamination of valve. Leak test and microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.